Event description:
It was reported that during an at left auricle procedure the catheter tip got caught in one of the pulmonary veins. After rotating the device and changing the curve of the catheter, which was seen via fluoroscopy, the catheter tip stayed in the same position. The physician was mapping in the left auricle with the catheter locked/stuck in a deflected position before the catheter tip got trapped. However, the catheter relaxed when the physician maneuvered the catheter attempting to retrieve the tip from the pulmonary vein. Together with the sheath they finally were able to remove the catheter. Once the catheter was out it was noted that the catheter showed 2 twisted points at the deflection section, which occurred when they tried to remove the catheter. It was also noted that there was some unk material/substance that was caught at the catheter tip which is currently being sent for testing. The pt suffered minor bruising in the pulmonary vein. Pt had fully recovered and prognosis was satisfactory.

Manufacturer narrative:
The catheter was returned and it was noted that the tip of the catheter was twisted and bent. Visual inspection indicated that the tip of the catheter was bent at about 15 mm from ring electrode #4. It was also noted that the surface of the soft tip material showed presence of exposed soft tip braiding and stress markings indicating that excessive force was applied. Add'l test was performed. Deflection functionality was tested and results indicated that despite presenting tip damage, the catheter still deflects. During manufacturing, catheters are inspected for visual damages before packaging. Online inspections are in place to prevent this type of damage/defect from leaving the facility. The failure cause could not be conclusively determined. However, given that the complaint sample clearly exhibits damage and online inspections are in place to prevent this type of damage/defect from leaving the manufacturing facility, this issue does not appear to be manufacturing related. Complaint condition could not be verified.